Event description:
It was reported that insulin is squirting out from the tubing. It was stated that the insulin pump passed the displacement test and the drive support cap is recessed. Customer had changed the reservoir three times; issue was resolved by changing the infusion set. Blood glucose value was 390 mg/dl; treated with insulin pen. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.